Event description:
Pharmacy technician noticed what appears to be a hair trapped in the texium vial shield (carefusion mv0520 smartsite vialshield 20 mm) that was going to be used to mix a chemo preparation. She put it aside and notified this writer, who filed a facility product safety report and this medwatch report, and contacted carefusion to return the defective product.